Event description:
Event description guidant received information that this ventricular implantable lead was explanted two days post implant due to dislodgement. The physician attempted to reposition the lead but was unable to extend and retract the helix.